Manufacturer narrative:
(B)(4). Report source: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the machine stops when skin grafting procedure is going on. The machine otherwise works fine only stops in between surgery. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Corrected/updated: b4, b5, d4, d9, e1, e2, e3, g2, g3, g6, h1, h2, h3, h4, h6, and h10. The results of the investigation are as follows: visual examination of the returned product/provided pictures identified the control bar was flush with the master blade and the device passed visual inspection. Functional testing found the motor rpms were not within specification and the device was out of calibration at the 0 reading. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During follow up, it was found that they used another zimmer device to complete the surgery. No additional graft was needed. No further event information available at the time of this report.